Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely with atrial lead noise noted. 14 lifetime atrial lead noise reversions were noted and some inappropriate at/af detections due to oversensing of atrial lead noise. Atrial lead impedance was trending downwards slightly, threshold and sensing look stable. No intervention was reported